Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement, current test or verify charge battery anomaly and excessive no delivery alarm due to blank display.

Event description:
Information received by medtronic indicated that the within 6 days change battery insulin pump received no delivery alerts and motor was loud. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.